Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported nearly 11 months after the dental implant was placed in ada site 30, the implant had not yet achieved osseointegration in type ii bone. Clinician reports pain, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported nearly 11 months after the dental implant was placed in ada site 30, the implant had not yet achieved osseointegration in type ii bone. Clinician reports pain, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).